Event description:
Caller reported that the t:slim x2 pump battery would not charge. Glucose levels were not adversely impacted, as there were no reports of a shutdown or inability to turn the pump back on. The caller used a different wall adapter, which resolved the issue, and was informed that using non-tandem supplies is not recommended except for troubleshooting. Tandem technical support sent a replacement wall adapter with two-day shipping.